Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing ventricular tachycardia (vt) and emergency medical services suspected that the cardiac resynchronization therapy defibrillator (crt-d) was not working. The crt-d remains in use. No further patient complications have been reported as a result of this event.